Event description:
It was reported that patient is getting shocking sensations in the back, behind the device implant location. This prompted the patient to go to the emergency room. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.